Manufacturer narrative:
On 3/24/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported female patient born in 1943 underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a pericardial effusion and cardiac tamponade requiring pericardiocentesis. During ablation in the left ventricular outflow tract high contact force was noted on the carto 3 system. The physician was made aware of the high force prior to the rf delivery in that location. After the rf lesion was made an immediate blood pressure drop was observed. The intracardiac echo catheter was inserted and used to diagnose the partial pericardial effusion. The ablation procedure was aborted and a pericardiocentesis was performed, removing 270 cc of blood from the pericardial space. The blood was auto-infused back to the patient. The patient was stable at the time of the report. Physician thinks the perforation happened in the rv ratcheted than where we ablated. Extended hospitalization was required because of the adverse events, the patient spent a night in the intensive care unit (ICU). The outcome of the adverse event: fully recovered. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool smarttouch sf catheter. Electrical, generator, spi screening, and flow testing were performed, in accordance with bwi procedures and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30452534m number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported female patient born in (B)(6) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a pericardial effusion and cardiac tamponade requiring pericardiocentesis. During ablation in the left ventricular outflow tract high contact force was noted on the carto 3 system. The physician was made aware of the high force prior to the rf delivery in that location. After the rf lesion was made an immediate blood pressure drop was observed. The intracardiac echo catheter was inserted and used to diagnose the partial pericardial effusion. The ablation procedure was aborted and a pericardiocentesis was performed, removing 270 cc of blood from the pericardial space. The blood was auto-infused back to the patient. The patient was stable at the time of the report. Physician thinks the perforation happened in the rv ratcheted than where we ablated. Extended hospitalization was required because of the adverse events, the patient spent a night in the intensive care unit (ICU). The outcome of the adverse event: fully recovered. Irrigation catheter flow setting: stsf setting power mode 8 cc for less than 30 watts. If greater- 15 cc. Mapping phase -2cc. The correct catheter settings were selected on the generator and the pump was switching from ''low'' to ''high'' flow during ablation. There were no error messages observed on biosense webster equipment during the procedure. Visitag module settings: time ranging from 5-15 second, visitag size 2, perimeter- respiratory adjustment is on, location stability- max distance change is at 2mm and minimum time is at 3 seconds. Since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.